Manufacturer narrative:
Investigation summary visual inspection: the viper3d compressor/distractor (part #: 286740020, lot #: gm5161306) was received at us cq. Visual inspection of the complaint device showed no defect. Functional test: during functional assessment the pinion gear on the main body was jammed and could not rotate. The main body was not able to slide back and forth on the rack due to this condition despite loosening the other rotational locking screws. Hence the complaint is confirmed. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the functional assessment failed due to a jammed pinion gear component on the main body. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for compressor/distractor rack was conducted identifying that lot number gm5161306 was released in a single batch. Batch1: lot was released on 19 jun 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the procedure, the viper3d compressor/distractor jammed. The procedure was successfully completed using another compressor/distractor. There was no patient consequence. There was no surgical delay. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper3d compressor/distractor. This is report 1 of 1 for (B)(4).